Event description:
When placing a 24g IV, the nurse attempted to advance the catheter after a positive blood return noted. Catheter would not advance. Nurse felt like it was kinked under the skin. Unable to aspirate blood. Catheter removed and noted there was a hole in catheter where the catheter kinked. Catheter tip was ben in half and barely intact.